Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator door was unable to be unlocked. A field service engineer (fse) found that the door did not lock and failed. The fse adjusted the magnet lock in the door. The fse reseated all the connectors on the power board and the ic3 control board. The fse tested and verified that the lock energized in the energize mode, thus locking the door, and verified proper operation in the hardware test application (hta) to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the door was unable to unlock. The customer attempted to recover storage space and rebooted the station as troubleshooting step, but the issue persisted. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.